Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) took more than expected on delivering a shock during a ventricular tachycardia (vt) episode. Technical services (ts) explained the rhythm was being slow enough to not meet shock confirmation criteria and also to not end episode. Technical services (ts) recommended to decrease the rate zone cutoff. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and returned for analysis due to unknown reasons. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) took more than expected on delivering a shock during a ventricular tachycardia (vt) episode. Technical services (ts) explained the rhythm was being slow enough to not meet shock confirmation criteria and also to not end episode. Technical services (ts) recommended to decrease the rate zone cutoff. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and returned for analysis due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.